Event description:
Customer reported that following a diagnostic catheterization procedure in 1999, a vasoseal vhd kit size 5 was deployed. In 1999, the pt presented at the hosp with an infection in the right groin. Pt was admitted and the groin was drained and the pt was treated with IV antibiotics. Pt was in the hosp for approximately 2-3 days before being discharged. Pt returned to the physician for a follow-up visit in 1999 with no further complications.